Event description:
It was reported that the patients ipg was not functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Event date: exact date unknown, event occurred three years ago.